Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, the excessive no delivery, and displacement test. The pump passed the self test. There was no external ram crc error alarm noted during testing. The pump alarmed an unexpected restart alarm after battery change due to a faulty c13 on the interface board. All operating currents were within the specification. There was no unexpected low battery or off no power alarm noted. The pump was received with a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer needs to set up the time and date almost every time that he changes the battery. Customer's blood glucose was 141 mg/dl at the time of the incident. Customer had an external ram crc error alarm and unexpected restart alarm in the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer stated that the unexpected restart alarm is not recurring during normal pump use. Customer was advised that the insulin pump will need to be replaced. Customer was advised to monitor the pump and that he may continue to wear the pump until the replacement arrives. Customer stated that the last time the battery was changed was about 2 weeks ago. Customer stated that the pump did not lose the memory, but it did prior to that incident.